Manufacturer narrative:
Based on the details of the events during support, there is not enough evidence to exclude the impella cp device as an associated factor to the patient's demise outcome. The impella rp flex was explanted, patient remained on impella cp support and experienced further complications one leading to amputation. Product status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device followed by an impella rp flex device for bipella mechanical circulatory support. One day after start of the bipella support, the patient lost pulses in the foot. Upgrade to an impella 5.5 from the impella cp device was being considered. The following day hemolysis was noted. The physician decided to remove the rp flex device at the bedside. An echocardiogram completed and showed impella cp a approximately 5cm and was, therefore, repositioned to measure 3.4 cm. The next day thereafter, it was noted the patient had a gastrointestinal bleed; blood products were given. The bleed worsened the following day and heparin drip was suspended. This day it was also noted poor to absent pulses had persisted over the weekend. The impella side leg looked ischemic, and the patient required amputation in response to the ischemia. The patient's family decided to provide comfort care only until the patient expired.

Manufacturer narrative:
The pump was not returned for investigation. Data logs show no signs related to motor current spikes, suction, or positioning issues during the case run. The cause of the hemolysis issue was not determined without returned product investigation and sufficient clinical information. The pump passed all post sterile inspection checks.